Event description:
On 5/28/92 at approximately 1:20 p.m., a nurse aide was drying a resident off after her century tub bath. The resident leaned forward and fell out of the century chair. She landed on her right side, and x-rays showed she fractured her hip. It was noted that the chair belt was not properly applied. Staff was inserviced immediately on the proper application. Century was notified on 6/4/92device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-may-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: mechanical tests performed, performance tests performed, visual examination. Results of evaluation: none or unknown, incorrect technique/procedure, misapplication of device. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.